Event description:
It was reported that a spectrum pump displayed system 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was reproduced. System error 105 was also confirmed through review of the event history log. During the evaluation impact evidence was found on the processor board shielding tape and backflex. Further investigation found evidence of the motor impacting the lower bearing housing. Evaluation also found excessive motor bearing wear with shaft end play. The outer gearbox bearing was worn and the bearing cage was broken. The motor assembly was replaced.